Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had uncomfortable stimulation sensation in the vaginal area since (B)(6) 2016. This was due to a sudden change in therapy or symptoms. The patient confirmed their therapy was on and decreasing the amplitude eliminated the uncomfortable sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.